Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 cartridges did not fit properly on the pump. Reportedly, customer changed the cartridge. There was no reported adverse impact to customer's blood glucose.